Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer's insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 324 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No excessive no delivery alarm was noted during testing. The insulin pump passed the prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.